Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing threshold measurements of 4.5v @ 0.8ms. The physician attempted to reposition the lead, but after the lead was placed, the helix would not extend. The lead was removed from the patient and tissue was found entwined in the helix. A new lead was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported increased pacing threshold measurements.